Event description:
It was reported that during an attempted inflatable penile prosthesis (ipp) procedure the doctor removed the device that had a leak in the cylinder. The device was tested and verified it was a cylinder leak. He was unable to reimplant a new device. No information was provided about the patient's outcome. No more information is available at the moment. Additional information received. The previous ipp was replaced because it was not functioning due to it had a fluid leak in the cylinder. The surgeon was not able to implant a new device due to the corporal bodies were to difficult to dilate with correct sizing to accommodate new device.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed the reported fluid leak as a result of sharp instrument damage. It is most probable based on the reported events that this damage was unintended and led to the reported fluid leak. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during an attempted inflatable penile prosthesis (ipp) procedure the doctor removed the device that had a leak in the cylinder. The device was tested and verified it was a cylinder leak. He was unable to reimplant a new device. No information was provided about the patient's outcome. No more information is available at the moment. Additional information received. The previous ipp was replaced because it was not functioning due to it had a fluid leak in the cylinder. The surgeon was not able to implant a new device due to the corporal bodies were to difficult to dilate with correct sizing to accommodate new device.